Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "screw missing in plastic tip". The instrument was inspected and no missing components at the distal end. The clevis pin was still installed at the distal end. Additional observations not reported by site that are not related to the customer reported complaint include that the instrument was found to have a broken monopolar yaw pulley. A broken piece measuring approximately .057¿ x .071¿ is missing as a result of breakage. The broken piece is the part that connect to the distal clevis of the instrument. No damage found to the conductor cap. The root cause of broken instrument monopolar yaw pulley is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported during a da vinci-assisted procedure, the permanent cautery hook instrument had a missing screw in the plastic tip. The procedure was completed with no reported injury.